Event description:
On 9/2/08 the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter's case was broken. The medical affairs specialist (mas) was able to contact the pt to obtain/verify additional info. The pt tests her blood glucose at least four times a day and manages her diabetes with sliding-scale insulin taken based on meter readings. In 2008 at an unspecified time, the pt stated that the subject meter was destroyed because her dog "chewed it up." As a result, the pt did not have a backup meter to test her blood glucose with so she reportedly "guessed" on the dose of insulin and food consumption to manage her diabetes. The pt's current diabetes medications include: humalin, lantus, and actos. The pt claimed that within two days after the subject meter was damaged, she began to develop symptoms of weak, shaky, sweaty and sick to the stomach. She reportedly administered self-treatment with a glass of orange juice with peanut butter and reportedly felt better. The pt's products have been replaced. This complaint is being reported as MDR reportable due to the following conclusions: the pt claimed that she did not know how much insulin to administer after the alleged meter issue. Furthermore, the reported symptoms can be associated with hypoglycemia and it reportedly developed after the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.